Event description:
Reporter indicated a vns pt was having increased seizures. Vns generator replacement is planned as an intervention, but the surgery will not be scheduled until the end of (B)(6) 2010, due to family requests. Attempts for additional information are in progress.